Event description:
Reference MFR. Report#1627487-2019-05571. Reference MFR. Report#1627487-2019-06707. Reference MFR. Report#1627487-2019-06708. Surgical intervention was undertaken on (B)(6) 2019 wherein all 4 leads were explanted and replaced thus resolving the issue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 1627487-2019-05571. It was reported that the patient was experiencing ineffective stimulation. X-ray imaging confirmed the leads had migrated. Surgical intervention may be pending.